Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the surgeon was making the distal femoral cuts, the nut of the angled attachment. Started to become loose. The blade eventually came off the attachment, and the nut was tighten with the wrench. When the surgeon started making the cuts again, the blade fell off again. The nut on the angled attachment would not tighten enough to hold the blade. We opened a new mics with the attachment and finished the case. Case type: tka. Surgical delay 15 minutes while we went to get a new attachment.

Event description:
While the surgeon was making the distal femoral cuts, the nut of the angled attachment. Started to become loose. The blade eventually came off the attachment, and the nut was tighten with the wrench. When the surgeon started making the cuts again, the blade fell off again. The nut on the angled attachment would not tighten enough to hold the blade. We opened a new mics with the attachment and finished the case. Case type: tka surgical delay 15 minutes while we went to get a new attachment.

Manufacturer narrative:
Reported event: while the surgeon was making the distal femoral cuts, the nut of the angled attachment. Started to become loose. The blade eventually came off the attachment, and the nut was tighten with the wrench. When the surgeon started making the cuts again, the blade fell off again. The nut on the angled attachment would not tighten enough to hold the blade. We opened a new mics with the attachment and finished the case. Case type: tka . Surgical delay 15 minutes while we went to get a new attachment. Device evaluation and results: functional inspection: shows that turning the knob locks the blade as intended and the blade remains clamped while oscillating back and forth. The failure mode is not confirmed. Visual inspection: shows normal wear and tear damage to the part. See attached picture. The inspection also shows wear marks on the knob from where the knob wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: a review of device history records shows that on 02/01/17 49 devices were inspected and 9 devices were placed on: qt17-02-0008. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35040117/3500761 shows 5 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Tracking of complaints related to the 212480 part number will be tracked through trend request # (B)(4). Conclusions: the complaint of the blade not staying clamped was not confirmed. The issue was observed during the case and resulted in a 15 minute delay. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While the surgeon was making the distal femoral cuts, the nut of the angled attachment. Started to become loose. The blade eventually came off the attachment, and the nut was tighten with the wrench. When the surgeon started making the cuts again, the blade fell off again. The nut on the angled attachment would not tighten enough to hold the blade. We opened a new mics with the attachment and finished the case. Case type: tka. Surgical delay 15 minutes while we went to get a new attachment.